Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the subject device had forceps lifting motion failure (difficulty in standing up and returning). The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the subject device had forceps lifting motion failure (difficulty in standing up and returning). The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.